Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was returned and analysis revealed no anomalies. Concomitant medical products: product ID: 5076-45, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient felt a sense of "fullness" and pocket stimulation. Upon interrogation, in bipolar mode there was low impedance, and no sensing and no pacing on the atrial lead. It was also noted that there was abrasion resulting in outer insulation damage on both the right atrial (ra) lead and right ventricular (rv) lead. The leads was explanted and replaced. No patient complications have been reported as a result of this event.